Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call of customer's low blood glucose levels. The customer's levels had been as low as 41mg/dl. The customer's most current level was 136mg/dl. The customer treated the low wit syrup. The customer states they had tried to suspend the pump but the keypad was not responding. The spouse declined to troubleshoot at this time.

Manufacturer narrative:
The pump was received with no esc or act button response due to a flattened button dome switch. The keypad connector on the lcd board was inspected and no anomaly was noted. Unable to perform the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements due to no esc and act button response. The pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.